Event description:
Related manufacturer report number: 2017865-2022-00710. It was reported that the patient presented in clinic due to a vibratory high lead impedance alert on their left ventricular(lv) lead. The lv lead was found to have high out of range impedance and high threshold that resulted in loss of capture. Programming changes were made to address the lv lead issue. It was also noted that patient's right atrial(ra) lead exhibited noise oversensing that resulted in inappropriate automatic mode switching(ams). No changes were made to ra lead. There were no patient consequences and the patient was in stable.